Event description:
It was reported that three weeks post implant, the patient had cluster headaches that "felt like bobby pins" and had swelling in the legs and hips. The patient had issues walking and needed to use a walker. The patient also had increased sensitivity to light and had to wear sunglasses inside and outside. The patient stated that she "almost had convulsions" and "almost died." The patient stated that they needed nursing support and wanted the neurostimulator and electrodes removed. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3389-40 lot# 0204361819 implanted: (B)(6) 2011 explanted: unk; lead model 3389-40 lot# 0204361818 implanted: (B)(6) 2011 explanted: unk; extension model 7482a-40 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
Product ID 7482a-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3389-40, lot# 0204361819, implanted: 2011-(B)(6), product type lead product ID 3389-40, lot# 0204361818, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
Additional information indicated that the patient was no longer responding to medications or the stimulation. It was unknown whether the patient was still using her device or not.